Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was green, video cable was broken. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the issues only purple stripes being displayed and the image appearing green was a broken video cable. The conclusion was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope displayed only purple stripes. The issue was found during the inspection for use. There were no reports of patient involvement.